Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the plug unit caused scope communication error (e226), and a short circuit on the circuit board caused scope error (e218). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented a scope communication error (e226) and scope error (e218). There was no patient involvement.